Event description:
When performing endoscopic vein harvesting - the bipolar/cutting feature was not working. An additional device was opened and also did not work. Third device worked properly - no patient harm.